Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that they experienced a diabetic seizure with a blood glucose (bg) reading of 29 mg/dl, leading to a hospital visit last friday. At the hospital, the patient's bg level was 80 mg/dl. The issue was related to the personal diabetes manager (pdm), which displayed error 3. After power cycling the pdm twice, it started working correctly. The mother, speaking on behalf of her son, confirmed the pdm was functioning but ended the call before providing detailed information about the medical event. The agent documented the issue and advised a power cycle, which resolved the pdm error. The patient was not available to answer further questions.